Manufacturer narrative:
Age = average age of patients in study. Gender = greater number of gender enrolled to study. Date of event = date of journal publication. Journal details: title: predictive value of plasma microrna-140-3p for restenosis in patients with lower extremity arterial occlusive disease undergoing interventional procedures. Authors: xichun sun, aibo liu2, zhonghua jiang, jiasen cui, wan zhang year: 2017 vol: 10(3).

Event description:
The purpose of this study, published in a journal article, was to explore the predictive value of plasma microrna-14¿3p (mirna-140-3p) for restenosis in patients with lower extremity arterial occlusive disease (leaod) undergoing interventional procedures. Nanocross pta balloon and protégé everflex stents were used in the interventional procedures. Between january 2012 to april 2015, a total of 117 patients (89 males and 28 females; mean age, 67.7 ± 7.9 years) were recruited in the study. Patients were assigned to restenosis and non- restenosis groups. The study concluded that mirna- 140-3p might be a promising tool for predicting the stenosis in leaod patients undergoing interventional procedures.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.